Event description:
A caller reported an issue with a continuous glucose monitor (cgm) displaying error 42. There was no adverse impact to the customer's blood glucose level. Customer support provided detailed instructions for resetting the pump, and after the reset, the cgm error did not reappear, allowing the caller to successfully start their sensor session.